Event description:
The customer stated that he recived a blood glucose reading of 47mg/dl on another meter. He then tested on his meter and received a reading of 259mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer also stated that in 2006, he passed out at home and ahd to be rushed to the hospital. He alleged this was due to the meter reading high. Troubleshooting of the meter produced normal control test results,but a blood test result of lo. Customer service was to sent a check strip.